Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of 507mg/dl on (B)(6) 2013, no signs or symptoms reported. Reporter gave 30u of insulin at 10:00pm. Via syringe on (B)(6) 2013 which lowered his bg. Could not provide specific bg value post treatment. In reviewing prime history customer support (cs) noted that when patient changes site he is only priming 0.9u or 1.0u and the fill cannula step is not completed; does not fill cannula. Patient was advised by health care provider( hcp) to place the ifs on his chest. Cs recommended that patient and wife be contacted by clinical manager to review pump use and proper steps when completing prime/rewind steps; they verbalized understanding. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia, potentially related to the use error of improperly priming the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigators were unable to download black box or history. There was corrosion in battery compartment and on battery cap spring. Investigators were unable to power up pump. A leak test failed.